Event description:
The customer reported that the insulin pump had an error alarm. Also, the customer stated that the device was exposed to water. Troubleshooting was performed. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent blank display as a result of a corroded electronic and motor assembly. Further testing was not performed due to the blank display.